Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 12 shocks as inappropriate therapy due to t-wave oversensing. X-ray imaging was performed. Technical services (ts) was consulted and discussed recorded episodes, patient history and device settings, with the smart pass feature noted to be disabled. Ts discussed this patient had a history of cardiac sarcoid and how it might affect the amplitude of the patients r waves and their relationship with device sensing capabilities. The patient experienced mental distress due to the shocks delivered. The patient was sedated and hospitalized. This electrode remains in service. No additional adverse patient effects were reported. Additional information indicates this s-ICD system had its therapy turned off per physician discretion and was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been received and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 12 shocks as inappropriate therapy due to t-wave oversensing. X-ray imaging was performed. Technical services (ts) was consulted and discussed recorded episodes, patient history and device settings, with the smart pass feature noted to be disabled. Ts discussed this patient had a history of cardiac sarcoid and how it might affect the amplitude of the patients r waves and their relationship with device sensing capabilities. The patient experienced mental distress due to the shocks delivered. The patient was sedated and hospitalized. This electrode remains in service. No additional adverse patient effects were reported. Additional information indicates this s-ICD system had its therapy turned off per physician discretion and was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b2 outcomes attrib to adv event. D6b explant date.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 12 shocks as inappropriate therapy due to t-wave oversensing. X-ray imaging was performed. Technical services (ts) was consulted and discussed recorded episodes, patient history and device settings, with the smart pass feature noted to be disabled. Ts discussed this patient had a history of cardiac sarcoid and how it might affect the amplitude of the patients r waves and their relationship with device sensing capabilities. The patient experienced mental distress due to the shocks delivered. The patient was sedated and hospitalized. This electrode remains in service. No additional adverse patient effects were reported. Additional information indicates this s-ICD system had its therapy turned off per physician discretion and was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.